Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no obstructions, damaged, broken, or other defects. Functional testing could not replicate the reported issue; no leaks were identified. The root cause could not be determined. No further action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: no lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported the disposable leaked. The patient came in to be disconnected and there were white flakes in the pouch and on the cassette. The customer has the cassette and tubing in a chemo bag. No injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.